Manufacturer narrative:
Based on additional information received, the unknown pd ancillary was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event upon follow up, it was reported that the peritonitis event may be related to diverticulosis in addition to evolving bowel obstruction. Based on additional information received, the unknown pd ancillary was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event upon follow up, it was reported that the patient's pd therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (for two weeks, doses, frequency and routes were not reported) for the event. At the time of this report, the patient has recovered from the event and pd therapy was ongoing. No additional information is available.